Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he was concerned that the battery did not last the full 4 year warranty period. The device was explanted and replaced. No patient complications have been reported as a result of this event.